Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01424-00.

Event description:
A treatment provider reported that a patient treated to the unknown area with an unknown device on (B)(6) 2021 presented with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: d1, d4 (catalog #), d9, g1 (facility name, name, email, site name, address, city, country), h6, h11. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report from a treatment provider that a patient received coolsculpting treatment was later diagnosed with paradoxical adipose hyperplasia on the treated area.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and once additional information is received.

Event description:
Allergan aesthetics received report from a treatment provider that a patient received coolsculpting treatment was later diagnosed with paradoxical adipose hyperplasia on the treated area.